Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission low impedance was observed on the rv lead. All other lead measurements were in normal range. Physician elected to explant the lead but was unable to laser the lead because neither the stylet nor the laser would track down the inner body of the lead. The lead was capped and new rv lead was implanted in the subclavian vein though it was occluded at first. Patient was stable both prior and post procedure.